Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. A 7.0mmx19mmx150cm express sd stent balloon expandable was selected for use. During the procedure the stent was advanced; however, the distal end of the stent was damaged and failed to reach the lesion. The procedure was not completed due to another reason. There were no patient complications as a result of this event.

Manufacturer narrative:
A1 - patient identifier: (B)(6). E1 - initial reporter facility name: (B)(6) hospital, (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).